Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation (hereafter called the system) was investigated by the local field service engineer (fse) and no faults or deviations were found. The received information from the hospital, the investigation by the fse and received logs suggest that the reported event was caused by the user not starting the ventilation (believing that the system was in automatic ventilation mode) when the system was set to manual ventilation mode. When the system had been turned to off by using the emergency ventilation switch (emergency ventilation did not work either according to the user), the system was restarted and when the automatic ventilation was started shortly thereafter, the anesthesia workstation worked as intended and the surgery could continue for approximately 3-4 hours without any issues. The system has been returned to clinical use without any faults reported ever since.

Event description:
It was reported that while in use on a patient, the anesthesia workstation did not provide any gas. The patient saturation decreased to 56 % (lowest value). An ambubag had to be introduced with which the patient's saturation was quickly corrected. There was no patient harm. Manufacturer´s ref #:(B)(4).